Manufacturer narrative:
Patient information was not obtained. Date of incident is unknown. The top cover was not returned for evaluation however, photos were provided. Engineering reviewed the photos and found a heavy amount of fluid traces on the top cover. It is believed that cleaning fluids dribbled into the patient data module (pdm) through the top cover. After entering the top cover, cleaning fluid eventually touched the expansion printed circuit board and the live battery connector pins. The cleaning precautions listed in section 5 maintenance of the 2030047-011a software version 2 pdm service manual, notes 4 & 6 on page 5-3 clearly describe how to keep cleaning fluids out of the product. Fluids are never to be poured or sprayed on medical equipment or be permitted to seep into connections or openings. Based on the investigation and supporting evidence, the cleaning fluids dribbling into the pdm through the top cover is the root cause of the reported issue.

Event description:
The customer reported burnt components inside the patient data module. No report of smoke or flame. No patient compromise.